Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak during the patient's pd treatment. There were 3 air detected in cassette warnings in drain 2 of 5. Fluid was discovered coming from inside the pump module area. Fluid was found in the pump module area and on the exterior of the cassette. A new cycler was issued due to the leak. The caregiver was advised to notify the pd nurse about the replacement cycler. In a follow up call, the caregiver reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. One manual treatment was done with guidance provided. The new cycler arrived later that evening and the patient is able to have treatments with no further issues. The cycler is available to be returned to the manufacturer for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3 plant investigation: the actual device was returned to the manufacturer for physical evaluation an exterior visual inspection of the returned cycler showed no sign of physical damage. The patient sensor check passed. The valve actuation test passed. The system air leak test passed. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. During internal inspection found hp2 filter tubing clogged with fluid. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak during the patient's pd treatment. There were 3 air detected in cassette warnings in drain 2 of 5. Fluid was discovered coming from inside the pump module area. Fluid was found in the pump module area and on the exterior of the cassette. A new cycler was issued due to the leak. The caregiver was advised to notify the pd nurse about the replacement cycler. In a follow up call, the caregiver reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. One manual treatment was done with guidance provided. The new cycler arrived later that evening and the patient is able to have treatments with no further issues. The cycler is available to be returned to the manufacturer for investigation.